Event description:
A recent download from a male pt revealed several "battery charger fault" flags. Lifecor customer support contacted the pt to exchange the battery pack. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack has been completed. The reported problem was confirmed. The cause of the faults was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably a random component failure. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.